Event description:
Pt was wearing a defibrillator vest. She suddenly complained of an itching/burning sensation to her back. On inspection, her skin appeared reddened and raised. There appeared to be a gel-like substance on her skin where the defibrillator pads were. Her skin was cleansed with soap and water. The MFR was notified and sent a rep to replace the defibrillator vest and pads. The MFR tested the vest. The test results indicated that the vest had not delivered any arrhythmia interventions. The pt's skin irritation was treated with topical ointment. Dates of use: (B)(6) 2013 - (B)(6) 2013. Diagnosis or reason for use: witnessed cardiac arrest.